Event description:
Additional information was received from the patient on 2019-jan-14. Their weight during their last doctor visit in (B)(6) 2018 was 244 pounds. Physically, they left not as good as they had been feeling. They spoke to their manufacture representative (rep). After speaking to them, they got off the phone and proceeded to open the battery. After trying to open the case ad trying to examine the space where the battery attached, they closed it up again. They examined the whole unit after the problem started but they did not see anything wrong. The last thing was that they put the battery back in. They looked the unit over now that it was back together. They looked it over, turned it on, and charged it and it charged and it seemed okay. They kept checking on it for several days. They called their rep and told them that the problem seemed to fix itself. Their guess would be like a lot of electronic items perhaps putting the battery out and back it. There was no damage to the unit it had not fallen or had anything happen to it. It seems that taking the battery out and then back in seems to have done the trick. They have no other complaints. The device has improved their life. No further complications were reported/are anticipated.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that since around (B)(6) 2018, the weather had been bad, and the patient had not been feeling good. The patient felt they have had to charge the ins more because it seemed to be depleting faster than it used to. When they first got it, they could go a couple of days before needing to recharge. When they connected the recharger to the ins, the ins charge was at 40%, which would take an hour to charge it to complete. It was verified that the patient's equipment was working as it should, and it was confirmed that the patient's settings had not been changed. They were redirected to the doctor to have the ins checked to determine if and why the ins was depleting faster. No further complications were reported or anticipated.